Manufacturer narrative:
The bipolar cord was received for evaluation. DHR - unit j1415z was found to meet all criteria for release. Information includes sterilization information, component part information, sealing confirmation, and visual inspection. Therefore, based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Manufacturing date: 05nov2018 ; expire date: 31oct2021 ; UDI #: (B)(4). Failure analysis - complaint confirmed, the sealed package contained a strand of human hair. The root cause is due to manufacturing operating error. Inspection controls and procedures are in place to reduce the occurrence of this failure mode. Root cause analysis was performed using 6m by evaluating man, method, machine, materials, measures, and mother nature. The most likely cause is man. During visual inspection units with foreign material are supposed to be rejected by the operator.

Event description:
A physician reported hair material inside the package of a bipolar cord. It was found when the package was opened before the craniotomy procedure. Therefore, it was changed to a new one and the procedure was completed. There was no surgical delay and no adverse consequence to the patient.